Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance the thumb advancer and failure to fire the clip were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an angioplasty to treat a fistula. Reportedly, it was difficult to advance the thumb advancer, some resistance was noticed. The sheath was completely split and the vessel locator wings were out. Although the trigger button was pressed to deploy the clip, the clip did not deploy. No safety mechanisms were necessary to safely remove the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.